Event description:
One endeavor rx drug-eluting stent was implanted to the proximal left anterior descending (MFR report #2953200-2009-01595) and one endeavor rx drug-eluting stent was implanted to the mid left anterior descending. The pt was discharged two days after the index procedure. A suspected mi occurred within 48 hours post index procedure or re-pci procedure (peri procedure). Non q wave mi location was determined to be in the territory of the implanted stent. The investigator has not assessed the relationship of the suspected mi to the stents, drug/polymer or study procedure. It was reported that approx two weeks after the index procedure that the pt had spontaneous epistaxis bleed. Approx three months after the index procedure, a revascularisation was performed to a non target vessel - proximal right coronary artery. One endeavor resolute drug-eluting stent was implanted. The pt was prescribed medication for recurrent angina. The pt was asymptomatic at the 30 day, 6 month, 1 year and 1.5 year follow ups.

Manufacturer narrative:
Evaluation results: (myocardial infarction).